Event description:
Alleged the head will lower down and then rise back up by itself.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.